Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. A service code was logged "sysp wdog pet fail in AED mode", preventing the device from completing start up. After clearing the service code the device passed testing. The cause of the service code could not be determined. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report their device failed to start up correctly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device failed to start up correctly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.